Event description:
Complainant alleged that while attempting to monitor a pt (age & gender unk) the device was unable to obtain an ECG signal and displayed a "lead fault" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to reported malfunction.

Manufacturer narrative:
The device has not been received and this complaint is still under investigation.